Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to bladder prolapse. It was also reported that following insertion the patient experienced the need to urinate every 2 hours, leakage on exertion and stress incontinence. It was reported that patient underwent mesh removal procedure x 3 ((B)(6) 2011, (B)(6) 2012 and (B)(6) 2012) for mesh erosion into bladder, continuous bladder stones, leakage and discomfort. (B)(4).